Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis. In this case, the site indicated the patient was diagnosed with a neutrophilic infiltrate and early endocarditis could not be excluded. However, the explanted device was not returned to edwards for analysis due to the health information portability and accountability act (hipaa). Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after (4) years, six (6) months due to severe paravalvular leak, secondary to dehiscence. Upon visualization, there was a large gap between the valve, the annulus, and the left coronary sinus. It is unclear why this separated as all sutures were intact and there was no sign of infection or obvious etiology. Inspection by pathology showed a neutrophilic infiltrate and early endocarditis could not be excluded. The valve was excised, a CABG x1 was performed, and a 25mm pericardial bioprosthesis was implanted. This seated nicely and tee revealed good cardiac function with no periprosthetic aortic insufficiency. The patient tolerated the procedure and was taken to the recovery room in stable condition; he was later discharged on pod #6.